Event description:
It was reported that the minicap transfer set had disconnected. This occurred while the home patient (hp) was trying to connect to the homechoice. The minicap transfer set was replaced. There was patient involvement, however no report of adverse event was associated with this report. No additional information is available at this time. This is report 1 of 2 for this event.

Manufacturer narrative:
(B)(4). Evaluation summary: the sample was evaluated by baxter. A visual inspection was performed with no issues noted. Leak testing was performed with no issues noted. A clear passage and clamp function tests were performed with no issues noted. Functionally, the set was hand tightened a lab titanium adapter without difficulty. The sample was not confirmed for the reported problem, therefore the cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. A review of all batch record documents for potentially associated lot number h12a16026 was performed. No issues were noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. (B)(4).